Event description:
The patient presented to the clinic with a device that delivered an alert for low lead impedance measurement. After subsequent testing, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.